Event description:
The customer reported that tubing separated and leaked between the smartsite extension set and the tubing, at the third spin collar connection down the tubing. No patient harm or medical intervention was reported. No additional patient/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.